Manufacturer narrative:
The following fields were corrected with additional information: d.4. Device material number: 309653; device lot number: 9303337; UDI number: (B)(4); device expiration date: 2024-10-31 d.2. Type of device: fmf; common device name: piston syringe d.1. Device brand name: syringe 60ml ll tip 1ml 2 oz in 1/4 oz g.5. 510k number: k980987 b.5. Event description: it was reported that an syringe 60ml ll tip 1ml 2 oz in 1/4 oz had the packaging tear, leaving paper shards in the sterile field. The following information was provided by the initial reporter: "it was reported that when the wrapping is peeled off, there is particulate from the paper. Causing the customer to question the sterility. " h.4. Device creation date: 2019-10-30

Event description:
It was reported that an syringe 60ml ll tip 1ml 2 oz in 1/4 oz had the packaging tear, leaving paper shards in the sterile field. The following information was provided by the initial reporter: "it was reported that when the wrapping is peeled off, there is particulate from the paper. Causing the customer to question the sterility. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that an unspecified bd syringe had the packaging tear, leaving paper shards in the sterile field. The following information was provided by the initial reporter: "it was reported that when the wrapping is peeled off, there is particulate from the paper. Causing the customer to question the sterility."